Manufacturer narrative:
Date of event is estimated. Further information was requested, but not received. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial#: (B)(6), batch: a000120773.

Event description:
It was reported, that the patient experienced ineffective therapy. As a result, the patient had their entire system explanted via surgical intervention on (B)(6) 2024. It is unknown, which lead caused/contributed to this event.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.